Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side exchange with no complaint against the device. Healthcare provider reported observations made during surgery as "hole in radius (edge) and "particles in valve." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 a review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening anterior assessed as surgical damage. Particles in valve: no observed. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare provider reported a right side exchange with no complaint against the device. Healthcare provider reported observations made during surgery as "hole in radius (edge) and "particles in valve." The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 29/apr/2024. Additional, changed, and/or corrected data: a2.

Event description:
Healthcare provider reported a right side exchange with no complaint against the device. Healthcare provider reported observations made during surgery as "hole in radius (edge) and "particles in valve." The device has been explanted.